Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during testing for field service corrective action two (2) printed circuit boards failed "out of the box ". The boards were checked and it was observed that one resulted in a continuous beep with no display and the other caused the screen to go to "initialization" then generated "electrical test failure #40/41". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The failed out of box part was returned to our national repair center for evaluation. A senior repair technician inspected the part and no visual damage was observed. The datasettes were installed into a main board of the cs100 test fixture and was tested to factory specifications per cs100 service manual. The datasettes failed testing and the reported failure "continuous alarm with no display" was verified. The datasettes will be sent to the supplier for failure analysis per procedure. Aware date in initial emdr should read (B)(4) 2018)

Event description:
It was reported that during testing for field service corrective action the datatsette failed out of the box . The datasette was checked and it was observed that it resulted in a continuous beep with no display. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during testing for field service corrective action the datatsette failed out of the box . The datasette was checked and it was observed that it resulted in a continuous beep with no display. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
(The event date should have been reported as (B)(6) 2018 in emdr follow up #1).

Manufacturer narrative:
The datasette dss was returned to the getinge national repair center (nrc) from the supplier. The supplier was able to verify the reported failure. They stated that u1 was not programmable and not cost effective to repair. The datasette was scrapped and retained in the nrc per procedure.

Event description:
It was reported that during testing for field service corrective action the datatsette failed out of the box . The datasette was checked and it was observed that it resulted in a continuous beep with no display. There was no patient involvement and no adverse event was reported.